Event description:
On 2/12/97, the account reported a positive bhcg result of 25.8 miu/ml, which was questioned by the physician. On 12/13/97, the pt was redrawn and a result of 0.0 miu/ml was given. The account then reran the initial sample and received a result of 0.0 miu/ml. Both specimens were drawn in sst tubes. The first sample was initially run in the primary tube. It was repeated in an aliquot tube. According to the account, all controls were within expected ranges. No bubbles of fibrin were noted in the sample. The account was concerned that carryover may have occurred. However, further testing by the account did not produce carryover when a negative sample followed a positive sample. No report of injury.